Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer and recommended that the customer replace the power management board. The customer replaced the power management board; however, the issue persisted. The customer then replaced the gui cable and overlay and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an alarm led failure (e/c 1105) occurred and that the touch screen operation is not smooth. It is unknown if the device was in use at the time of the event; however, there was no patient harm.